Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was not properly detecting and treating an arrhythmia during incoming pulse testing. The cause for the failure was isolated to intermittent monitor-electrode belt communication. The case for the intermittent communication was an intermittent 3.3v signal from processor u413 on the monitor c/a board. The root cause for the defective u413 component could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.